Manufacturer narrative:
Investigation summary: one photo was provided. It shows two syringes: one with scale marking and the other one with no scale marking therefore failure mode is verified. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 3rd complaint for the lot #8164866 for the same defect or symptom. There was no documentation of issues for the complaint of batch #8164866 during this production run. Root cause description: this was due to a variation in the scale printing process. Rationale: as this is an isolated incident, no further actions will be taken at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd luer-lok¿ tip syringe had missing scale markings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ tip syringe had missing scale markings.